Event description:
I had an essure procedure done in 2006. First I gained a lot of weight, severe abdominal and back pain, abnormal bleeding, and recently found out my essure migrated into my pelvis and I'm getting a hysterectomy on (B)(6). I've been in pain for over a year.